Event description:
It was reported that a remote alert was received indicating a potential battery depletion error from this subcutaneous implantable defibrillator (s-ICD) device. Boston scientific technical services was contacted and confirmed that the device battery was depleting prematurely. Replacement was recommended within 90 days. At this time, the s-ICD device remains implanted and in-service. No adverse patient effects were reported.